Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device remains implanted.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken plug strap, yellow particles in the surface of the shell and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening punctured in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on radius due to surgical damage like.